Event description:
It was reported that the patient noted feeling discomfort due to device migration. Upon review, it was observed that the device migrated towards the patient's right lower armpit. The device was explanted and replaced during an unrelated procedure. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.